Event description:
The patient was prepared for procedure and the uterine cavity evaluated. The thermachoice iii device was connected appropriately and the machine turned on. The device was primed according to manufacturer's instruction and then placed in the patient. The device was positioned properly by surgeon. The machine alarmed it would not heat when the heat cycle started. The device was removed and a different lot# was tried. The device and machine worked properly and the procedure was completed.